Event description:
Left total hip replacement on 8/31/93. Multiple anterior dislocations 8/31 - 10/5/93. 10/5/93 attempts at closed reduction were unsuccessful. Acetabular liner and femoral head components revised 10/18/93.item f. 10, page 2: no relevant patient codes to describe "dislocation:.